Event description:
On 15nov2024, an email was received from a johnson & johnson (j&j) employee advising that, on 14nov2024, an eye care professional (ecp) reported a patient (pt) in canada "had to go to the hospital (date not provided) and got their eyes treated with drop and a bandage lens as a result" of wearing acuvue® oasys® for astigmatism brand contact lenses (cls). The hospital "kept the lenses and tested the solution in the packing slip to ensure they would provide the right treatment." No additional information was provided. Attempts to contact the ecp for confirmation of diagnosis and treatment were made on 15nov2024 and 18nov2024 with no success. On 19nov2024, a representative from the ecp's office provided additional information. The pt visited the office (date not provided) for glasses and advised that upon insertion of the cls, the pt's eyes were "painful to the point (the pt) has to call an ambulance." The pt was treated at a hospital (details not provided) and the kept remaining cls were retained "to analyze them." According to the hospital, the pt had a "chemical reaction" to the lenses. The ecp's representative requested an email with the additional information needed and offered to reach out to the pt for approval. No additional information was provided. No additional medical information has been received. The pt¿s right and left eye (ou) event will be reported as worst-case as the pt's diagnosis and treatment could not be verified by the treating doctor. The date of the pt¿s event is being recorded as (B)(6) 2024 as the exact event date is unknown. This report is for the pt's right eye (od) event. The pt's left eye (os) event will be submitted in a separate report. The od lot number is unknown. Availability of the od suspect cl is unknown. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.